Event description:
The reporter indicated that 12.1mm vticm512.1 implantable collamer lens of a -8.5/4.0/076 (sphere/cylinder/axis) was implanted into the patient's eye on (B)(6) 2023. Lens rotaton was observed.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Corrected information: b5- the reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens of diopter -8.50/4.0/076 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2023. The patient experienced lens rotation and loss of visual acuity. Reportedly "os has a rotation of the -8.5/4.0/076 evo (B)(6) to 160 degrees when it was placed at 179; the patient's vision dropped from 20/25 at week 1 to 20/60 today. This was the recommended 12.1mm size (pentacam 11.1mm/iol master 700 was 11.4mm; true acd 3.03mm) but the vault is about 50% corneal thickness. This may have led to the rotation". The lens was explanted. H6- health effect - impact code: "2137" should be added. H6- health effect - impact code: "2199" should be removed and "4627" should be added. H6- medical device problem code: "3189" should be removed and "2993" be added. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found optic and haptic torn. Due to lens damage a dimensional inspection could not be performed. Claim# (B)(4).